Event description:
The customer reported that the unit was failing the charge portion of the op check. Note that opcheck failure alone does not indicate a device malfunction. This failure can result from running the opcheck incorrectly. New info was obtained on (B)(4) 2010, which makes this complaint reportable.

Manufacturer narrative:
(B)(4): the customer reported that the unit was failing the charge portion of the op check. Note that opcheck failure alone does not indicate a device malfunction. This failure can result from running the opcheck incorrectly. New info was obtained on (B)(4) 2010, which makes this complaint reportable. The unit was evaluated at philips where the symptom was clarified as an intermittent pads connection. The therapy port and therapy cable were replaced to address the issue.